Event description:
A report was received that the patient underwent an explant procedure of the leads and ipg due to ipg erosion. The physician thinks, the skin erosion was device related but was unsure of the cause.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. Sc-1110-02 s/n (B)(4): the ipg passed all tests performed. No anomalies were noted in the sterilization record and the device exhibits normal device characteristics. Sc-2158-50 s/n (B)(4): the complaint was not confirmed. Visual inspection revealed the lead was cut approximately 4 inches from the proximal end. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. No anomaly noted in the sterilization record.

Event description:
A report was received that the patient underwent an explant procedure of the leads and ipg due to ipg erosion. The physician thinks the skin erosion was device related but was unsure of the cause.